Event description:
Additional information received from the consumer reported everything was working. The remote that was sent to the patient was sent back.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient feels like the machine wasn't working since she had the batteries changed out in 2015 and was given a new remote. Patient had replacement due to normal battery depletion. Symptoms reported was none.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.